Event description:
It was reported that the procedure was to treat a chronic total occluded lesion in the left internal iliac artery. A sheath was inserted into the right femoral artery, to treat the left side. The 7.0 x 80 mm absolute pro stent was deployed in the lesion, and the delivery system was removed without issue. Post-dilatation was performed with a foxcross balloon at an unknown pressure; however, during removal of the balloon catheter, resistance was noted with the stent. Angiography was performed and it was found that the stent had stretched from the left iliac to the right iliac. The left femoral artery was sheathed, and kissing stent technique was performed in the common iliac for treatment. Good flow was achieved, and the patient had a good outcome. It was noted that the was the first time the physician had used the absolute pro, and the stretching of the stent may have been caused during deployment. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The foxcross referenced is being filed under a separate medwatch report.